Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. The ra and rv lead was explanted and replaced. The patient status was unknown.